Manufacturer narrative:
Initial MDR (mfg report number 3011175548-2023-00092) submitted on 10-apr-2023 with an aware date of 29-mar-2023. The initial MDR was submitted with an incorrect manufacturing site and as a result the mfg report number was populated to reflect the incorrect manufacturer. Initial MDR is being submitted to reflect the correct manufacturing site and correct mfg report number that is applicable to the manufacturer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has lines in display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit has lines in display. A getinge field service engineer (fse) stated while performing the pm on this unit, I found that the display had several lines through it. I replaced the display. I completed the pm on service order 44352239, attached, and approved the unit for clinical use. No patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint:pn: 0160-00-0127 display top lcd. This part was received with a reported unit failure message of lines in display. Performed visual inspection of this part received and part looks be in good condition. Installed the display top lcd into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of lines in display. Display top lcd failed testing. Sending display top lcd to the supplier for failure analysis as per procedure 0002-07-d008 rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
N/a